Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: "capsular contracture, baker grade unknown, pain, implants felt hard like rocks and would hurt when exercising.¿

Event description:
Patient reported right side ¿capsular contracture¿¿, baker grade unknown, ¿pain¿, ¿felt hard like rocks¿ and ¿would hurt when exercising.¿ patient also reported ¿inflammation, chronic yeast infection, spots on her face, memory lost, vision change, noticed inflammation on knees and joints and couldn't think straight¿; these events are not device related. Device was explanted.